Event description:
Determined to be reportable based on analysis completed on (B)(6) 2012. It was reported that during an angioplasty treatment procedure, the pressure of the inflation device did not come down. An apex balloon was inflated for thirty seconds. The pressure of the encore 26 inflation device did not come down. Eventually the pressure came down and another inflation device was used to complete procedure. No patient complications were reported and the patient's status is unknown. Returned product analysis revealed the needle on the gauge of the encore 26 was stuck.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device and it components were visually inspected and examined for any damage or defect. It was noted that the gauge needle was stuck at 22 atm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).